Manufacturer narrative:
Insulin pump was received with blank display due to missing battery tube spring. No audio/beep anomaly noted. Unable to perform any tests due to blank display. Insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, crack on display window, severely scratched display window, and moisture damage on electronics assembly noted. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had a blank display. The display did not return after troubleshooting. Customer's blood glucose level was 288 mg/dl. The customer was not on the insulin pump. The customer treated his blood glucose level with a manual injection. In the background the insulin pump made a high pitched noise. The spouse was cleaning the insulin pump but when she turned it upside down the spring came out. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.